Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty to assess coronary flow. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to the procedure itself, patient factors (severe valvular calcification, bulky native leaflet calcification, narrow sov, sov obliteration, low lca ostium height) likely contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), prior to a transfemoral tavr procedure, the left coronary artery (lca) was protected by balloon catheter due to the low lca ostium, narrow sinotubular junction (stj) and bulky calcification on the native leaflets. During balloon aortic valvuloplasty (bav), the motion of the left coronary cusp suggested a potential for lca obstruction at valve deployment; however, no abnormality was detected by aortography at the time. A 23 mm sapien 3 valve was deployed in the intended 80:20 aortic/ventricular (a/v) position with nominal volume. Post valve deployment, the blood pressure (bp) recovery was slow. Coronary angiography (cag) showed delayed flow in the left anterior descending artery (lad) accompanied by st depression and left ventricular hypokinesia. Adrenaline was administered, elevating the bp to 190 mmhg. Following coronary angioplasty with the protecting balloon, intravascular ultrasound (ivus) revealed narrowing at the bifurcation of the lca. A coronary stent was placed in the left main truck, regaining proper patency of the lca. Cag showed no delayed flow in the lad and the st depression was resolved. The valve remains implanted in the patient. The native annulus area measured 421.1 mm2 by CT. Severe valvular calcification, bulky native leaflet calcification and no aortic root calcification was reported. A narrow sinus of valsalva (sov) was reported with a diameter of 26.7 mm x 28.9 mm x 27.8 mm. The diameter of the stj measured 24.4 mm x 25.6 mm. The lca height measured 9.5 mm.

Manufacturer narrative:
As reported through the (B)(6) case registry ((B)(6) registry), on postoperative day (pod) 3, complete atrioventricular (av) block occurred. A permanent pacemaker (ppm) was implanted on pod9. The patient then recovered. The valve remains implanted in the patient. The native annulus area measured 421.1mm2 by CT. Severe valvular calcification, bulky native leaflet calcification and no aortic root calcification was reported. A narrow sinus of valsalva (sov) was reported with a diameter of 26.7mm x 28.9mm x 27.8mm. The diameter of the stj measured 24.4mm x 25.6mm. The lca height measured 9.5mm. Per medical opinion, the av block was not related to the tavr procedure or to the implanted valve. The seriousness of the event was determined to be ¿serious¿. Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to procedural factors (pressure from the implanted valve on cardiac structures), patient factors (severe valvular calcification, bulky native leaflet calcification) likely contributed to the postoperative complete av block and subsequent ppm implant. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.